Event description:
Pt admitted for bilateral, open, periprosthetic capsulecomy, breast implant removal and placement of pain relief pump. Pt had bilateral periprosthetic contracture with rupture of right breast implant. Original gel implants placed 30 yr ago. 1996 pt had replacemnt of these implants with similar breast implants. Manufacturer is unknown.